Event description:
The customer contacted spacelabs healthcare technical support to report that a patient expired while being monitored on an xhibit central station (xcs). The customer reported that the central station failed to alarm. A field service engineer (fse) went on site and tested the xcs and stated that alarm audio was functional at the time of testing. Additionally, the fse confirmed with staff that no other alarm issues were reported outside the reported event. Xcs logs were pulled and provided to a spacelabs healthcare product support specialist (pss). The pss reviewed the logs and confirmed that the xcs alarmed high priority low heart rate and asystole alarms. At this time no device malfunction was observed with the xcs station and it was determined that the system alarmed appropriately.